Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 15313533 UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. There were no reported complications postoperatively. The explanted devices were not returned as they were discarded by the medical facility.